Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker was experiencing diaphragmatic stimulation. In addition, the patient was feeling sharp pain in the left side. A revision was performed and the pacemaker along with the right ventricular (rv) and right atrial (ra) leads were explanted. No additional adverse patient effects were reported.